Manufacturer narrative:
It is now reported the infection was treated with oral and IV antibiotics (date and duration not reported).

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason. Additional information was requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted due to an infection. The revised device analysis report is attached.